Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, shortness of breath, and chest pain. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, shortness of breath, and chest pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form (ppf) which indicated the filter was embedded in the wall of the inferior vena cava (ivc) and the device is unable to be retrieved. The ppf further noted ¿the filter was in place for more than 90 days, too risky to attempt retrieval. Future perforation and fracture are likely.¿ there are no documented attempts to remove the filter. The patient also stated she has constant lower chest pain, horrible nightmares about the filter killing her, anxiety and fear of future device failure in the future. Additional information was received from medical records that the indication for filter placement was bilateral left femoral deep vein thrombosis (dvt). A jugular approach was used due to the dvt. A venocavagram showed a significant clot in the bilateral common iliac veins but not in the inferior vena cava with flow via an accessory vein. An optease filter was placed at the level of l3-l4. A spot film confirmed good placement. Based on the additional information received, updates were made. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Additional information was received from medical records that the indication for filter placement was bilateral left femoral deep vein thrombosis (dvt). A jugular approach was used due to the dvt. A venacavogram showed a significant clot in the bilateral common iliac veins but not in the inferior vena cava with flow via an accessory vein. An optease filter was placed at the level of l3-l4. A spot film confirmed good placement. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, shortness of breath, and chest pain. Per the patient profile form (ppf), the filter was embedded in the wall of the inferior vena cava (ivc) and the device is unable to be retrieved. There are no documented attempts to remove the filter. The patient reports constant lower chest pain, horrible nightmares about the filter killing her, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.